Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-05617, related manufacturer reference number: 2017865-2020-05618. It was reported that the patient presented for explant of the right atrial, right ventricular, and left ventricular leads due to twiddlers syndrome resulting in dislodgment. The leads were explanted and replaced. There were no further patient consequences.